Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2018. Patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net and in clinic. Review of transmissions revealed that the right ventricular lead exhibited high defibrillation impedance. Pacing and sensing measurements were within normal limits. No device intervention was performed but lead revision was discussed. Patient was in no distress and was stable.